Event description:
The customer reported this crfs as part of the b-208 surf clinical trial. Following a focal ablation, the pt presented with progressive complaints of dysphagia and candidiasis and fluconazol 100mg was administered. The pt's symptoms were subsequently resolved. The physician considered the severity of events classified as mild and the events' relationship to the procedure as possible and was not related to any malfunction of the device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.